Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. Moisture damage was also found on the motor. No alarm could be verified due to the blank display. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading reading is 71 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.